Manufacturer narrative:
The event was recorded by zimmer biomet under (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the palacos cement was claimed defected, and the staff said that it was too sticky to use. The batch was mixed separately, at 45 seconds and the room was cold. There was no known adverse event that was reported.